Event description:
Report provided by the end user states that they experienced a skin breakdown under wafer. Samples sent to the end user of the flat solid stomahesive wafer plus eakin skin barrier. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should be read as s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer.